Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 a patient experienced no audio output. Dexcom has issued an rga for patient to return device to be investigated.